Event description:
Pt had underwent past multiple surgeries via introduction through the left groin. Interventional procedure was performed with placement of another MFR's introducer advanced up through the left groin to obtain diagnostic pictures. Sheath was difficult to advance and remove due to the presence and extent of scar tissue in the groin. Upon advancement of the 5.5 fr flexor sheath for interventional purposes, the sheath material accordioned and tore. As the sheath was being removed the inner coil appeared to unravel. Device was able to be removed as a unit. Please refer to 1820334-2005-00144 for additional info.